Event description:
Patient reported to physician's office for visit. It was determined that catheter was not working properly. Physician sent patient for outpatient x-ray in which a contrast agent was injected under fluoroscopic control. Exam showed no flow of contrast into vein and demonstrated a protion of the catheter which appears to lie free within the superior vena cava. Patient was admitted to hospital for removal of catheterinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.